Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 4.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres for 15 seconds, the balloon ruptured. The device was then removed and the procedure was completed with a different device. There were no patient complications reported and the patient condition was good.

Manufacturer narrative:
Initial reporter address 1: (B)(6).